Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 4.1 was not detected on bus. The customer stated that this malfunction occurred while user trying to issue medication and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 was not detected on bus. The field service engineer diagnosed the failed 4.1 drawer controller, pmc and installed replacements. Reconfigured drawer and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.